Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. The following information was requested, but unavailable: were there any patient consequences? H3 inestigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The visual analysis of the product noted that one empty labeled winding former and one detached needle and suture with foil packaging pertaining to the product code vcp1359h were received for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks by a surgical instrument, and the hole was observed with suture remnant. In addition, the suture was examined and the end was cut. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the surgery at 8 o'clock, when the doctor used suture to suture, it broke as soon as the suture was pulled. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested